Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "signal loss" displayed on the adc freestyle libre 2 sensor and the low glucose alarm did not sound. Customer experienced symptoms described as "overturned and was no longer responsive" and subsequently lost consciousness. Customer had contact with a nurse and received glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "signal loss" displayed on the adc freestyle libre 2 sensor and the low glucose alarm did not sound. Customer experienced symptoms described as "overturned and was no longer responsive" and subsequently lost consciousness. Customer had contact with a nurse and received glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(6)) has been returned and investigated. The sensor plug was properly seated in the mount and no physical damage was observed on the sensor. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection of the senor plug assembly was performed and no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. Linearity test was performed to simulate signal loss and a signal loss message was observed after testing. No malfunction or product deficiency was identified. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.